Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Additionally, the samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it was reported that the safety device is detaching from needle. Safety device is detaching from needle. No needle stick. Customer has product to return and there have been multiple issues with last known date of (B)(6) 2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it was reported that the safety device is detaching from needle. Safety device is detaching from needle. No needle stick. Customer has product to return and there have been multiple issues with last known date of (B)(6) 2019.